Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. Attempt to obtain additional information was unsuccessful. All available information indicates that this rv lead still remains in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed in two segments at approximately 26 centimeters (cm) from the terminal in. The helix mechanism was in an extended position and was bent. Visual inspection found tissue and calcium around the helix. Resistance testing verified the lead was continuous. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Additional information received indicated this lead was explanted as a result of the issue captured in report #2124215-2017-07751.

Manufacturer narrative:
(B)(4).